Event description:
It was reported that shortly following the implant procedure of this right atrial (ra) lead, the patient developed cervical chest to thoracic pain and presented to the emergency department. X-ray imaging was performing which confirmed that the ra lead had perforated the atrial wall. This resulted in subsequent pericardial air entrapment, pneumothorax, and a slight pleural effusion. There was no evidence of pericardial effusion. The patient was transferred to a separate facility, where the physician performed suturing, and this ra lead was explanted and replaced to resolve the event. No additional adverse patient effects were reported. At this time, it is unknown whether this ra lead will be returned for analysis.

Event description:
It was reported that shortly following the implant procedure of this right atrial (ra) lead, the patient developed cervical chest to thoracic pain and presented to the emergency department. X-ray imaging was performing which confirmed that the ra lead had perforated the atrial wall. This resulted in subsequent pericardial air entrapment, pneumothorax, and a slight pleural effusion. There was no evidence of pericardial effusion. The patient was transferred to a separate facility, where the physician performed suturing, and this ra lead was explanted and replaced to resolve the event. No additional adverse patient effects were reported. It was confirmed this lead would not be returned for analysis.